Event description:
The customer reported that the ventilator backup battery was not working. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician verified the ventilator would not operate on backup battery power. Review of the device diagnostic code log indicated a 24/12 volt power failure occurrence during operation, as well as several occurrences of 'backup battery not connected'. A 'backup battery not connected' message indicates to the user that the backup battery is not detected during power on self test due to a low capacity for use. The service technician replaced the backup battery to correct the findings. Applicable final testing was completed and all tests passed to operating specifications. Per the esprit operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued. This is being reported as a user error. Proper care, maintenance and testing should be performed when using battery power sources.